Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was admitted with a diaphyseal fracture of the left tibia. A tibial nailing system10x345mm nail was installed. While drilling with 4.2mm drill bit for the second mid lateral distal locking screw, the specialist felt that the drill bit broke down, and evidenced a fractured tip. The specialist was unable to remove the tip of the drill bit from the bone; so it was left in place. Another 4.2mm drill bit was passed follow by a caliber and a crew to carry out distal locking. The closing screw was installed and the wound was closed. This is report 1 of 1 for complaint (B)(4).